Event description:
Information received, indicates the brake casters will not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found the caster stems were broken. The technician replaced the foot end brake and steer casters to repair the stretcher.